Event description:
It was reported that the right atrial lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The outer insulation and outer coil were fractured at 20.2 cm from the connector pin due to clavicular crush. The outer insulation was abraded at multiple locations consistent with constant friction with another implantable device.